Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulties were encountered. The target lesion being treated was located in the mildly calcified left anterior descending (lad) artery. A 32 x 2.75mm taxus liberté stent was selected to treat but was unable to cross the lesion. The catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage and moved on the balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent struts were bunched, deformed and lifted upwards from the stent profile. It was noted that the stent had moved distally on the balloon. The visual and tactile examination of the device found that the hypotube was kinked 227mm distal from the strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).